Event description:
The customer contacted nephron pharmaceuticals corp regarding a product complaint on (B)(6) 2013. The customer reported that a washer fell from the ez breathe atomizer into his mouth while using the device. He reported that he did not require any medical interventions to recover the component. The pt is a (B)(6) male with a past medical history that is significant for asthma.